Manufacturer narrative:
The affected product was shipped back to manufacturer in (B)(6) and was analyzed by r&d. It was obvious that some components on the main-pcb had been destroyed. This defect components could cause that the attached motor is getting hot. As the product is sold since several years without comparable incidents the intention was to find the root cause why the components have been destroyed. Therefore an extensive test series has been made with different load situations to simulate the use by dentist. It was not possible to reproduce the defect even with overload simulations. A double check with the manufacturer of the components confirmed that the specification did not change - there was no change on the components. Also the process for manufacturing the pcb was not changed. The assessment of the incident showed that the defect is not likely to cause or contribute to a serious injury. Reason is that a potentially numb patient does not get in contact with the product- no risk for a serious injury. User and assistance who get in contact with the motor could directly feel that it is getting hot. The natural protective reflex causes them to put the product away before they could be harmed. In addition it is visible on the display of the product that the unit is in a failure mode - no risk for a serious injury. According to the result of the assessment this incident is not reportable.

Manufacturer narrative:
The affected product was exchanged at customers site and is on the was to the manufacturer in (B)(4) for analysis. From the current knowledge this is a single issue. As soon as the product was analysed a follow up report will be sent. Device not received, yet.

Event description:
Dr. (B)(6) described that while adjusting a contact on crown (procedure performed without a patient) about 1 or 2 minutes, the handpiece continued to run without doctor's foot on the pedal. The handpiece continued to increase in heat in doctor's left hand. The water adjustment on tubing then started smoking. Doctor threw the handpiece with tubing attached onto a metal tray. The assistant unplugged the control unit (electrotorque+) and smoking stopped. Handpiece did not burn doctors hand.